Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Philips received information from the patient's spouse stating her spouse has been diagnosed with lung and prostate cancer while using dreamstation auto bipap. There is no alleged device malfunction. Additional information has been requested; however, philips has not received a response. Investigation is ongoing, if additional information is received a supplemental (or follow up) will be sent.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has also alleged to lung cancer and prostate cancer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected the device and observed the following from an external and internal inspection: unknown dust like contamination on inlet of blower box, bottom enclosure. An unknown contamination was observed on front panel, rear panel, bottom enclosure and blower box. Evidence of liquid ingress was observed on blower and the bottom of p4 dc power jack. A keratin-like substance was observed on blower box outlet and the blower seal. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was customer allegation and evidence of visible foam degradation, and the contamination likely originated externally to the device. Evaluation method code, evaluation results code and conclusion code grid has been updated.